Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, [retained by hospital]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient's right hip was revised approximately 3 years post implantation due to implant fracture. The fracture was found at distal tip - proximal third. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided pictures. Visual inspection identified fracture at the mid-stem region of the stem. An x-ray image dated (B)(6) 2018 was provided and the review stated there was a right total hip arthroplasty with a fractured femoral stem. Significant lucency along the proximal femur suggesting possible loosening was noted. No indications of subsidence, poly wear, subluxation, corrosion and osteolysis were observed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.